Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the needle was blocked. To aid in the investigation, one sample with no packaging and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. The solution expelled with a normal flow. One photo shows a safetyglide needle assembly with no plastic shield; the safety mechanism had not been activated. It is not clear what the other photo shows. It appears to be a different needle hub and needle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305922, lot 9315406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received . Material#: 305922 batch number#: 9315406. It was reported by customer that hypodermic needle from the kit was not functional - the needle was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with water and confirmed that it was occluded. Verbatim#: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, clinician staff at (B)(6) hospital identified that the hypodermic needle from the kit was not functional - the needle was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with water and confirmed that it was occluded.

Event description:
Material#: 305922. Batch number#: unknown. It was reported by customer that clogged 25ga safety hypodermic needle catalog # 305922. Verbatim#: rcc received a complaint via email. Email(s) attached. We have received complaints from our customers regarding clogged 25ga safety hypodermic needle catalog # 305922. Could you please provide me a contact information that I provide more detail information regarding these complaints.

Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the needle was blocked. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a safetyglide needle assembly with no plastic shield; the safety mechanism had not been activated. It is not clear what the other photo shows. It appears to be a different needle hub and needle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305922, lot 9315406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.